Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep spoke wit the patient on (B)(6) 2022, patient reports that doctor is in the process of submitting paperwork for battery replacement and/or system replacement.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller (rep) reported that patient's (pt) ins has been overdischarged for the past 5-6 months and they met with pt today to restart the ins via physician mode recharge. Caller confirmed already going through physician mode recharge and achieved normal charging. Caller inquired about clearing por and asked if they need to stay with pt until the ins is charged enough to interrogate and clear the por. Technical services (tss) reviewed that it is recommended to stay with pt until the ins is charged enough to interrogate and clear the por notification. Caller stated they interrogated the ins but a message displayed that said the ins was not charged enough yet. Caller stated they have been charging for a couple hours and inquired on how much longer they will need to charge. Tss reviewed information and instructed caller to call back if further assistance is necessary. Troubleshooting was not required. Caller confirmed managing hcp is dr. Stephanie smith. The issue was not resolved through troubleshooting.   Rep later called back to ask how long they will need to charge to get to 25% when they have 6 coupling bars. Tss reviewed it will take about 1.5 hours with 6 coupling bars. Additional information was received from the manufacturer representative (rep). It was reported that two prms performed; able to achieve por screen after second attempt- 1.5 hours after por screen- was able to clear screen, but charge and further battery charge was unable to be achieved. Battery replacement is recommended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.